Manufacturer narrative:
There was no additional information provided by the customer site/clinic as they were unresponsive to cynosure's multiple attempts at requesting patient/treatment details. There was no information regarding any medical intervention or medication. Though, it appears that user error was involved as the treatment technique was not followed per the device's clinical reference guide. The operator performed the laser treatment over existing scar tissue, which resulted in a substantial burn/blister on the patient's affected area. The clinical reference guide lists such an action as a contraindication in which "treatment should only be applied to intact, healthy skin..." And cautions users to take "extra care should be taken when treating over scar tissue as there is a higher risk of blisters". Burns/blisters are expected side effects from laser procedures, however due to the nature of the patient's injury, this is a reportable event.

Event description:
Patient developed a burn-blister following a hair removal laser treatment.